Manufacturer narrative:
(B)(4). Concomitant medical products: ep-115394, e1 44-36 std +3 hmrl brg, 339410. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03205.

Event description:
It was reported that during a reverse total shoulder arthroplasty, the humeral polyethylene liner was unable to be seated into the humeral tray on the back table. New implants were opened and utilized to successfully complete the procedure. No patient consequences were reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The humeral bearing is not fully seated on the tray. There is noted damage to the locking ring. The locking ring is not fully closed as it should be when the bearing is fully seated. DHR was reviewed and no discrepancies were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.